Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturing representative (rep). Rep was asked the cause of stimulation when device was turned off and rep stated they called the patient and the patient did not have the stimulation off. Rep had to talk patient through it on how to turn stimulation off. Cause of pins and needles, elevated body temperature, and sweats was unrelated to stimulator. Issue has been resolved. Patient is schedule to educate and reprogram since he is wanting to use his stimulator again.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient noted they had to many pins and needles from the neurostimulator especially when the ins battery got low and it needed to be recharged. The pins and needles was in their toes, ankles, and up their legs to knees. Patient had to be reprogrammed due to the issue and patient mentioned they used to go in and they would give them a new program to get it off above their knees because they had so many pins and needles from the stimulator. The reason for call was that the stimulation wouldn't shut off. Patient stated that they had the controller and stimulation was off on groups a, b, and c and across programs 1-4, however the stimulation was still going inside of them and raising their body temperature. Patient said that they hadn't used the device for a while, however they charged the device up yesterday and got the device going. Patient then said that last night when they went to bed, they were sweating like a hog so they turned everything off and they were able to sleep, but the stimulation was still going. Pt said that the stimulation was fine when they were moving around and doing things, but the stimulation wasn't fine when they were sitting. Pt said that usually the stimulation gave them pins and needles at this point, however that wasn't happening. Pt confirmed seeing the message saying stimulation is off on their controller. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. The pt had not used their neurostimulator for a probably 6 months so they decided to charge their controller and ins battery backup 2 days ago but their stimulation would not shut off. They set it at 4.5 and they got really warm from it, their body temperature raised and they were sweating so they went in and shut off last night at 10 pm but overnight they were getting warmer and warmer. They turned off groups a b and c with programs 1 through 4 but stimulation was still going. During call pts controller showed stimulation was off. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.